Manufacturer narrative:
Investigation conclusion: the m312 solana sars-cov-2 assay lot #223435 performed as expected. Customer results could not be duplicated. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting an unspecified number of unconfirmed false positive sars results. Customer states a technician had issues with all samples, including controls resulting positive, but is unsure of number of patients. Follow up with customer shows contamination is suspect and assay is performing as expected after contamination procedure was performed with new material.

Manufacturer narrative:
Updates to manufacturers narrative: investigation conclusion: the m312 solana sars-cov-2 assay lot #223435 performed as expected. Customer results could not be duplicated. Customer states issue is resolved. Contamination is suspect. Root cause: unable to determine. Source: phone.